Event description:
Problem occurred with add-vantage bags. The stopper that prevents fluid from mixing with the powder in the add-vantage vial was not secure. When removing the seal to screw the vials to the bar, the stopper let loose and fluid from the bag spilled.